Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, de novo, diffuse target lesion was located in the mildly tortuous and moderately calcified ostial right coronary artery (rca). After a non-bsc guide wire crossed the lesion, a 2.00 x 15 mm non-bsc balloon catheter was advanced for dilation. Then a 2.5 x 38 mm non-bsc stent was implanted in the distal area. A 2.75 x 38 mm non-bsc stent was deployed in the mid rca in an overlapping manner. Subsequently, a 3.00 x 38 mm promus element ¿ long drug-eluting stent was advanced but failed to cross the proximal part of the vessel. A mailman guide wire was used to crossed the lesion and pre-dilation was performed several times but the promus element ¿ long stent still failed to cross the lesion. It was noted that the stent struts were damaged near tip of the balloon. The device was removed and the procedure was completed with another 3 x 38 mm non-bsc stent. No patient complications were reported and the patient's status was stable.